Event description:
It was reported that the pt received ems treatment for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump insulin delivery was operating within required specs and delivery accuracy.